Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Mre not completed at time of initial medwatch report. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: it is reported in the attached file that the quality issue occurred during the surgery, however the event description mentions: suture absorbed in the foil while opening it. Please clarify if the quality issue occurred intra-op, or pre-op. Did the suture break during the procedure or was the suture detached from the needle and found while opening the package? Please provide more details of "suture absorbed in the foil". Device return status? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Related to: 2210968-2022-06991.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. The suture was found absorbed in the foil while opening it. There were no patient consequences reported. Additional information was requested.